Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found . (B)(4).

Event description:
It was reported that the patient experienced intermittent pectoral muscle stimulation. It was determined that the right atrial (ra) lead had dislodged and the lead was programmed off. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.